Event description:
It was reported that the device was explanted after implant duration of approximately 97.1 months, due to unknown reasons. No further details were provided.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made via fax for the device, operative report, and additional information, however, no additional information was provided and no device was returned for evaluation.

Event description:
We have had several complaints of b.braun's introcan(12 reported) of the cap on the back end of the IV cath falling off during insertion. The failure allows the blood to surge out of the end of the device.there were no reported patient injuries.the cap I was referring to is the flash plug. It just isn't very secure. Sometimes the flash is enough to cause the plug to pop off.there were no reported patient injuries.regarding the specific lot #, I cannot confirm that all were from the same lot. It is my understanding that most, if not all were 18g, but the complaints came from different departments. The cap I was referring to is the flash plug. It just isn¿t very secure. Sometimes the flash is enough to cause the plug to pop off.health professional's impression:the clinical staff have noticed the caps on the back end of the device are slip tip and not attached very well.

Manufacturer narrative:
The device history record (DHR) review was completed and there was no nonconformance found related to this event.